Event description:
Endopath ets45 endoscopic linear cutter misfired. Procedure-laparoscopic vertical banded roux-en-y gastric bypass. Stapler fired but cartridge empty. Procedure converted to open procedure.